Event description:
It was reported that during a generator replacement surgery, the surgeon noticed a small kink in the lead and fluid inside the lead tubing after removing the previously implanted generator. After connecting the replacement device, high impedance was found. The lead pin was removed and reinserted, but the impedance was still showing to be high. The replacement generator remained implanted and the patient was scheduled for a full revision. The patient's lead and newly implanted generator were both replaced. Upon follow up with the company representative who was at the surgery, it was stated that it was not suspected user error as it did not seem like the surgeon cut the lead. No explanted devices were returned to date. No further relevant information was received to date.

Event description:
It was stated that the explanted devices were discarded and will not be returned for product analysis. No further relevant information has been received to date.